Event description:
During a percutaneous coronary intervention (pci), the shaft of the stent delivery system (sds) broke/fractured. There was no reported pt injury. No additional information is available.